Event description:
It was reported that a female patient was in the cath lab for an intra-aortic balloon (iab) insertion. When the physician attempted to pass the iab through the super arrow-flex (saf) sheath, the balloon would not pass all the way through the saf sheath introducer with sidearm. The first iab was removed and a second iab was inserted successfully without incident. There was a few minutes delay in treatment, no patient death and no patient complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.